Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversening. The physician elected to replace both the device and lead.